Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead exhibited a low amplitude and a high capture threshold. The lead was explanted and replaced.